Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences. It was reported that insulin pump never alarmed that blood glucose was going low. Customer's sensor glucose was 13 and blood glucose was 8.1 mmol/l. Customer reported that when sensor was removed, cannula was bent at a forty-five degree angle. Customer was advised that sensor would be replaced.